Manufacturer narrative:
There were no device samples returned for evaluation. The lot number of the affected device is unknown. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the mps disposable delivery set. The information provided stated that the device leaked during priming for a procedure. The report stated the device was changed out and the procedure was completed with no patient complications. The lot number of the device was not recorded and not provided to the manufacturer. The initial report stated the device will be returned to the manufacturer for analysis; however, the device has not yet been received.